Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked due to a hairline cracked. This was noticed during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured 6/15/2018- 6/22/2018. The device was evaluated. A visual inspection was performed with the naked eye which revealed the presence of a crack on the device. An underwater pressure test was performed with no bubbles observed. It was determined that the crack was not a ¿through¿ crack, therefore the unit functioned as expected. The minicap was cut open and the damage was observed to be at the positive stop of the device, which indicated that the cause of the condition was overtightening of the minicap - customer misuse. The directional insert for the minicap provides instructions on how to use the device and states to, ¿avoid overtightening the minicap disconnect cap¿'. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.